Manufacturer narrative:
The device was returned for evaluation. A bend was noted on the exposed portion of the soft cannula. It is unclear when the bend occurred. During the fluid path test, fluid was able to flow passed the bend and through the distal tip of the soft cannula. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had high blood glucose levels exceeding 400 mg/dl. Patient was wearing the pod for 1 to 4 hours on the leg. Treatment included syringe shots.